Event description:
It was reported that the patient's ipg was not holding a charge and was having extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.